Manufacturer narrative:
The device was not returned as it was implanted in patient. Based on this reported information, there is no allegation that a malfunction or deficiency of the device occurred during the embolization procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure and patient condition related event. However, the exact cause remains unknown.

Event description:
Medtronic received report that post uneventful placement of the flow diverter, the patient developed contrast medium encephalopathy. MRI; angiography showed no abnormality. This event was reported to have resolved without sequelae 7 days post intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.